Event description:
Pt had cracked/peeling skin on both sides of that nose and staining on the area around the lips and nose where a gold seal mask came in contact with the skin. The pt could smell a chemical and had a burning/stinging sensation. Pt was sent to the ER where they diagnosed pressure necrosis because of the coloring on their face. Pt was prescribed a pain medication (possible lortab). This facility is using cidex opa solution to disinfect CPAP (sleep lab) masks.